Event description:
It was reported that this patient with this cardiac resynchronization therapy defibrillator (crt-d) observed a red call doctor icon on their home monitor. Technical services (ts) reviewed noting there was a right ventricular (rv) shock impedance measurement high out of range. This patient had already spoken with their clinic. This crt-d remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.